Manufacturer narrative:
FDA safety report ID# (8)(4). FDA report# mw5101036.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during right total knee arthoplasty the trial plastic insert broke while being placed inside the patient's right knee. Pieces were removed and x ray was obtained. No foreign objects seen on x-ray. FDA safety report ID# (B)(4). FDA report# mw5101036.